Event description:
It was reported that when the box was opened, the doctor checked the size of the balloon, and he noticed 7mm instead of 4mm on the hub of the catheter. The size on the hub was a larger balloon than the one he intended to use, as indicated on the box. The device was not used on the patient, so there was no reported injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample was not returned, as it was discarded at the user facility, so no sample evaluation could be performed. The packaging was returned, but the result of the investigation was inconclusive for being mislabeled, as the catheter was not returned to verify the print and compare to the packaging. The root cause could not be determined. There was no patient involvement in this complaint. However, if the product was chosen on the basis of the re-order label, which indicates the balloon is smaller than the actual product in the package, there is a potential for an injury to the vessel if the balloon is inflated in a smaller vessel. This is the only complaint reported to date for this manufacturing lot number. Hub information is printed, in-line, and all lots are kept segregated during processing. First printed piece is verified by a second operator after which the entire lot is printed. All pieces are 100% verified for correct print at pressure check. Print is checked at a sample size by qc and one piece is verified for print prior to packaging.